Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the pt has reported "slanted" vision, difficulty seeing at night, glare during the day and at night. The surgeon reported a tight suture was removed at approximately eighteen days postoperatively, but this did not resolve the pt's visual problems. The surgeon reported it is unk if the iol caused or contributed to the event. The event resolved with the pt wearing glasses, but the surgeon reported the pt does not care to wear glasses.

Manufacturer narrative:
Eval summary: the product has not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been one other similar complaint reported in the lot number. Additional info was requested on (B)(6) 2011 by fax and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).